Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2500mcg/ml for a total dose of 1.704mcg/day and bupivacaine 15mg/ml for a total dose of 10.224mg/day via an implantable pump for spinal pain and failed back surgery syndrome. It was reported on (B)(6) 2018, the pump started to alarm. The personal therapy manager (ptm) showed error code 8476 meaning motor stall. The patient reported to the emergency room (ER). The patient had return of baseline pain. There was no issues not when asked what factors may have led or cause the issue. On (B)(6) 2018, pump interrogation was completed. A stall was noted. A catheter dye study was performed and they were unable to aspirate drug or cerebrospinal fluid (csf). The alarms were silenced and the pump was set to minimum rate. Surgical intervention did not occur, but was planned and scheduled for (B)(6) 2018. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight was asked, unknown and will not be made available. The patient's medical history was asked and will not be made available. The event date was (B)(6) 2018. No further complications were reported.